Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The cgm was reading 170 mg/dl and the patient felt normal. Between 1300-1500, the patient experienced hearing changes and the friend gave her carbohydrates. She had seizure with vomiting and loss of consciousness and the friend called 911. The bg by emergency medical services was 20-40 mg/dl while the cgm was still 170 mg/dl. The patient drank cola and 30 minutes later, the bg was 120 mg/dl and she ate carbohydrates. The patient was stable during the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect clinical code - hearing impairment.